Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with backup vvi due to telemetry communication failure in clinic. The download was performed successfully and device was restored. The patient was stable throughout the process.